Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter was defective/damaged. On (B)(6) 2024, when the nurse placed a closed intravenous indwelling needle before infusing the patient, the blood returned smoothly when the indwelling needle was inserted into the hose, and the steel needle immediately bulged as soon as it was withdrawn. The patient was severely anemic, had poor blood vessel conditions, and failed to puncture multiple times. There was bleeding and the patient's pain was aggravated. After multiple punctures, the indwelling was successful and the infusion was normal.